Event description:
Buttons on the pump sometimes don't work, take a few pushes to make them work. She did not miss therapy or have any adverse events. Pump was not in use. Pt has another pump. Sending replacement pump and pt will return bad pump. No more info given. Did the reported product fault occur while use? No. Did the product issue cause or contribute to patient or clinical injury? No. Is actual device available to be returned? Yes. Was device replaced? Yes. Reported to (B)(6) by pt/caregiver.